Event description:
Fascial dehiscence with evisceration. Pt underwent small bowel resection and colectomy in 2000. One sheet of seprafilm was placed between the fascia and above the omentum. In 2000, the pt required surgery to repair a fascial dehiscence with complete evisceration. The reporting physician felt the event was probably related to the use of seprafilm. The pt was reported to have recovered without sequelae.